Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Pre venitl clogged. Was not implanted.

Manufacturer narrative:
The control reservoir was delivered in a bag, dry without liquid. A visual inspection was performed and there was no damage identified. To check if the control reservoir was clogged, we performed a permeability test. By pumping the membrane, the reservoir was filled with fluid. The investigation showed that the reservoir easily filled with liquid. At the same time, the liquid could without difficulty be redirected via the catheter. Based on our findings, we could not confirm the reported issue. No further actions are required.